Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no error messages displayed. The problem has not occurred again. All was well and working normally.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead g2 country: singapore medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient¿s programmed rate had changed to 600 hz from 1000 hz. The cause of the change was unknown and the manufacturer representative involved with the event noted that they had ¿only performed simple adjustment of the intensity before and did an energy check.¿ it was stated that the program rate had dropped unintentionally and that the issue was a one time event. The patient was well and there were no further issues reported. The cause of the issue was unknown. The program was adjusted and the issue was resolved. It was noted that the patient¿s battery level was at 40% and that by the end of the telemetry session that it was at 30%. Impedances from the time of report were noted to all be ¿good¿ and within the normal range. No complications were reported or anticipated.